Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as a red spot under an ECG electrode that was "almost raw." The patient's doctor recommended the use of neosporin. The patient's medical outcome is unknown. There is no alleged device malfunction. The patient continues to wear the lifevest.